Event description:
The plaintiff's attorney alleged the plaintiff experienced a cerebrovascular event, on an unspecified date, after use of the product.

Manufacturer narrative:
This is one event (cerebrovascular) for the same pt involving two separate products; associated MDR # 1225714-2013-00635.